Event description:
It was reported that following a permanent implant procedure, the patient had postoperative hematoma formation. It was noted that there was a significant amount of fluid within the ipg pocket. The patient underwent a procedure wherein the hematoma was drained and the patient was doing well.